Event description:
Boston scientific received info that this right atrial (ra) lead became dislodged during an unrelated surgical procedure. A revision procedure was performed. An attempt was made to reposition the lead without success. The lead was successfully explanted and replaced. No adverse pt effects were reported.